Event description:
It was reported that the tip of the lead was bent. When the hcp opened the package the tip of the lead was bent. The hcp used another new lead and completed the operation. Refer to manufacturer report # 6000153201106372, 6000153201106373.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.